Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported generator errors/e006 could not be reproduced and the device was confirmed to meet specification, however, it is noted that due to the device age, the device has exceeded its expected service life. The IFU states that a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the electrosurgical generator had an error codes of e006, e619, e140, e135, e136. The issue occurred during unknown unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.